Event description:
It was reported the patient had problems with latera implant and the surgeon noted the lower end of the left implant had extruded through the skin. No trauma or inflammation was noted. No reports of medical intervention taken. Additional information is currently being requested.

Manufacturer narrative:
The reported event was confirmed through communication interview with the surgeon. The surgeon indicated there were no issues during initial bilateral implant placement, it's unclear if the patient wears spectacles. No trauma or inflammation was noted. The distal atraumatic end of the left nasal implant that extruded through the skin was trimmed once and the patient has no further issues after the intervention was completed and is satisfied with the outcome of the surgery on the follow-up appointment after intervention. No explantation of the implant is needed at this time. A review of manufacturing, service, trending data, and instructions for use (IFU) was performed: the lot number for the device is unknown therefore a product history review cannot be completed at this time. However, all products manufactured for stryker instruments at a contract manufacturing (cm) facility is inspected and released per the applicable cm procedures. A review is conducted of product/test data sheets and any applicable nonconformance documentation by the cm. Any discrepancies (including nonconformances, scrap, and rework) are reconciled by the cm prior to the product being released and shipped to stryker instruments or to the stryker instruments designated shipping location. The lot number is unknown; therefore, a review of the non-conformances around the date of manufacture could not be conducted. Trending data was reviewed; a nonconformance has been initiated to investigate an adverse trend. The instructions for use (IFU) was reviewed. IFU warns on excessive activity, trauma, or loading may lead to bending, fracture, loosening, and/or migration of the implant. It also refers to counseling the patient to avoid post-procedure manipulation of the nose during the acute healing period (e.g., week 1: do not pinch or blow nose; weeks 1-2: avoid strenuous activity; weeks 1-4: do not place objects inside of nose). Some of the root causes listed on the rmf are if the implant is placed too superficially, causing unintended post-procedural interactions, patient has thin skin- implant visible, implant interaction with boney tissues during placement leads to damage to implant.

Event description:
The surgeon has provided additional information there were no issues during initial bilateral implant placement, it's unclear if the patient wears spectacles. The distal atraumatic end of the left nasal implant that extruded through the skin 5- 6mm was trimmed and the patient has no further issues after the intervention was completed and is satisfied with the outcome of the surgery on the follow-up appointment after intervention. No explantation of the implant is needed at this time.